Event description:
A peritoneal dialysis (pd) patient reported a fluid leak . During fill 1 of 4 there were multiple air detected in cassette warnings. The patient stopped treatment and discovered a fluid leak inside the cassette door. There was fluid on the external cassette and fluid in the pump module area of the cycler. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler dry overnight and resumed use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.